Event description:
A patient reported he was having a return of symptoms the last 3-4 months and he was not sure therapy is working or not or if he was doing something wrong. The patient reported he feels some stimulation when he is using the bathroom. The patient does not feel stimulation and the therapy is on, the issue was not resolved. The patient increased from program 3 at 2.5 v to 3.3 v and was still not feeling stimulation. There was no trauma or fall related to the issue. Additional information from a patient reported the circumstances that led to the return of symptoms and not feeling stimulation was a change in body sensation possibly due to nerve damage. To resolve the return of symptoms and not feeling stimulation the patient consulted their healthcare professional (hcp) who suggested to call the manufacturer. The patient reported that the return of symptoms and lack of stimulation has resolved a little bit, they feel like the body is trying to take over. The patient noted they had an appointment in (B)(6) 2016 with their healthcare professional (hcp). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.